Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30march2020.

Event description:
The customer reported that the ventilator produced the "oxygen not available" diagnostic code and a message indicating the device failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
G4: 26may2020. B4: 27may2020. H11: b1 and h1 updated: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. H10: no product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23mar2021. B4:03apr2021. The device was being used for treatment; however, there was no patient involvement/harm when the reported event occurred. The patient was not moved to an alternate ventilator and no delay to therapy occurred because of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:19feb2021. H11:g5:k102985. H10: the field service engineer evaluated the device and could not confirm the reported problem. No parts were replaced and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.